Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they were having problems with feeling like they have to go to the bathroom all the time and not feeling satisfied that they emptied their bladder. Patient asked if they should increase or decrease stimulation. Agent reviewed option to increase stimulation or change programs. Patient did not have their equipment with them at the time of the call. Patient will call back when they do. Additional information was received from the hcp on 2025-jan-17. They reported that the patient was not seen since 2021. The patient did not experience urinary retention prior to the device. It was unknown whether their retention worsened as a result of the device or therapy. Catheterization was not the patient's standard of care prior to the device.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.